Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a severely tortuous and calcified lesion located in the distal lad with 90% stenosis. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was used. It was reported that while advancing through the lesion stent deformation occurred. The procedure was completed using a non-medtronic device. No patient in jury reported. It is believed that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related.

Manufacturer narrative:
Additional information: the stent returned without the delivery system. It was reported that the stent separated from the delivery system while trying to pass the lesion, when the device was in the patient. Image review: the images capture the lad with a possible lesion site evident. Treatment of the lad is visible from the images, with either a balloon or stent device. The images then capture the treatment of the lm with unidentified devices. There were no images capturing the advancement and subsequent reported deformation of the resolute integrity 2.5x20mm device. Device evaluation: dislodged stent returned for analysis. Deformation was evident to the dislodged stent. Tissue was visible entangled in the stent. If information is provided in the future, a supplemental report will be issued.